Event description:
New information received notes the pacemaker was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1. Additional information: h6 - component code.

Manufacturer narrative:
The reported event of premature discharge of battery was unconfirmed. Electrical and mechanical analysis performed, indicated normal device functionality. When automatic settings are programed, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average current indicating normal battery depletion

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2021. Review of the transmission revealed a rapid decline in the battery life of the pacemaker, from 2 years longevity in (B)(6) 2021 to 4.3 months longevity in (B)(6) 2021. No intervention was performed at this time. The patient was in stable condition.